Event description:
Pt experienced a dermal burn (on their back to left lateral calf) when the gastrostomy tube cap popped off spilling gastric contents onto the skin. The injury was treated with an rx ointment every 8 hours. The reporter was unsure if the gastrostomy tube was made by ross. One pt involved.